Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (3002808148-2025-12409). The initial MDR was incorrectly submitted as a reportable malfunction and there were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported that the ultrasonic bronchofiberscope tested positive for an unexpected contamination. However, after careful review of the file, it was confirmed that there was no allegation of contamination. The subject device was returned, and no reportable malfunctions were found.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.